Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that a patient's implant system had been removed and the caller did not know what to do with the patient's patient programmer. The system was removed because "the wire kept coming through the skin right behind her ear and happened three times". On the third instance, the patient was at the hospital for another appointment and the healthcare professional (hcp) would not let the patient leave. The caller stated that the hcp turned off stim and kept the patient to ensure symptoms did not return, which they didn't. The hcp then opted to remove the system in the first part of october 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.